Event description:
Medivator reprocessor had malfunctioned not allowing for a required water rinse. Four scopes were processed and were not rinsed after the disinfect cycle with cidex activated dialdehyde solution. Two patients reported symptoms that may have been a result of residual solution remaining on the scopes.